Event description:
In the patient's own words: "I just wanted to let you know that I, and many others that I am in contact with that use guardian sensor 3, are finding they are extremely off target much of the time. It is not unusual for my finger stick to be 30-40 points either higher or lower than the sensor reading. I just tested due to a sensor "low" that read 64 and my finger stick was 107. This has caused many times where my basal [sic] has been suspended when I may not have actually been that low and thus creating a higher than anticipated reading, especially if "low" was treated due to not being able to test, i.e driving etc. I was really hoping this combination of the 760 and the guardian 3 would have been a more reliable system but have basically been frustrated at least 50% of my time using it. I also have had many sensor failures and replacements, too numerous to count. I felt you needed to know these things for possible decision making in the future. This is the latest transmitter that replaced the original. We have been in touch with medtronic two times in the last week and a half. I contact them at every issue that isn't something usual or if I am unable to solve the issue myself. This has been the worst pump I've owned. I wish I was still with tandem, it was much better, though their customer service left much to be desired at the time I used it." It should be noted that this patient is very knowledgeable about his diabetes, which was diagnosed in 2007 and is consistent with lada (latent autoimmune diabetes in adults). He has extensive pump experience and is overall well controlled without frequent fluctuations in his blood glucose. His most recent a1c is 7.6% as of (B)(6) 2020. FDA safety report ID # (B)(4).